Event description:
Apparent insulation dysfunction on ventricular pacing lead. Dysfunction manifested as inappropriate sensing. At time of intervention atrial pacing lead demonstrated lead impedance consistent with insulation malfunction. Disclaimer: baystate medical center submits this report pursuant to the provision of 21 cfr part 803. This report is based on preliminary information received by baystate medical center which the baystate medical center has not had the opportunity to investigate or verify prior to the reporting date. Baystate medical center has not conclusively determined the cause of this event. This report shall not be construed as an admission by the baystate medical center that it or any of its employees or affiliates caused or contributed to the incident described herein. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.